Event description:
Information was received indicating that during pre-use check, a smiths medical level 1 disposable was reported to be leaking. There were no reported adverse effects.

Manufacturer narrative:
Other, other text: returned device was received with missing spikes were found in the sample. During the evaluation of the device leakage was found in the bond between the lumen tube and manifold. The customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during pre-use check, a smiths medical level 1 disposable was reported to be leaking. There were no reported adverse effects.